Event description:
After the initiation of dialysis, pt complained of shortness of breath. Pt was given urbason 40mg and one pill of polaramine. Pt was not removed from the dialyzer and completed the treatment with no further problems reported. No serious injury reported. This event involved one pt. Since this incident was reported, the pt has dialyzed on the miro nova diazlyzer without further problems reported.